Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The tech found the communication cable was damaged; the account had pulled the bed away from wall without unplugging the communication cable. The tech replaced the communication cable to resolve the issue.